Event description:
It was reported that the bd luer-lok¿ syringe sterile experienced foreign matter in device syringe. The following information was provided by the initial reporter: customer has found examples of the attached syringe of which a contaminant of some kind ie rust, debris, dirt? Was found on possibly inside the syringe when opening the case of product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile experienced foreign matter in device syringe. The following information was provided by the initial reporter: customer has found examples of the attached syringe of which a contaminant of some kind ie rust, debris, dirt? Was found on possibly inside the syringe when opening the case of product.

Manufacturer narrative:
H.6. Investigation summary: it was reported there was foreign matter in the product. To aid in the investigation, six photos were provided for evaluation by our quality team. From the photos, it is not possible to confirm this is a bd syringe. The photos show a syringe with brown specks that appear to be embedded degraded resin. No other defects or imperfections were observed. As the lot number provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.